Event description:
During follow-up with epr1000 receiving message stating "device contains corrupted ram, restart interrogation to download new ram code, if problem persists contact bio." Tried re-booting programmer and reinterrogating, no response. Tried a different programmer. Unable to communicate. Attempted reset unsuccessful. Explant recommended.